Event description:
The hcp reported the pt was experiencing increased pain and there were increased drug volumes. Rotor studies were conducted and reported as intermittent rotor activity - rotor stalled. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when analysis is complete.